Manufacturer narrative:
Though requested, pt info was not provided.

Event description:
During pt use, a 'low pressure' alarm occurred. The ventilator stopped ventilating and all key operations were non-functional. The nurse was unable to power off the ventilator. The pt was ambu bagged and switched to another ventilator. No permanent pt injury was reported in this case.